Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in an oblique lumbar interbody fusion (olif), an imprecision of a few millimeters was noted prior to screw placement. It was reported that the images were noted to be somewhat grainy. A c-arm, already present in the operating room (or), was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.